Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device entered backup mode with no high voltage therapy available following a magnetic resonance imaging (MRI) scan. The event was due to not programming the device to MRI mode prior to MRI exposure. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.